Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report #: 1627487-2019-12699, 1627487-2019-12700. It was reported by the patient¿s physician that the patient was experiencing ineffective stimulation. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had their entire system explanted. No abbott rep was present during the surgery.